Event description:
Received and electronic report from a user facility of an adverse event to a patient within the dialysis unit. The facility was contacted and the initial reporter of this event gave a verbal report as well as provided the treatment sheets. According to the rn who initially reported, this patient started dialysis and within 10 min. Became short of breath, hypertensive, shaking, chills, nauseous and then vomited. Also, this patient had an increased temp of 36.9. The patient was reinfused and a new treatment system was set up as a new dialyzer. It was reported the patient felt only slightly better. A set of blood cultures were obtained at that time. It was learned that the rn thought that the patient had either a urinary tract infection or a cath tunnel infection. Apparently the patient reported urinary frequency. The staff also obtained a urine culture. The patient was treated intravenously with vancomycin and gentamycin. The patient was discharged to home at the end of dialysis.